Event description:
Surgeon reported that the patient underwent an arthrosis surgery and a axos plate has been implanted onto the tibia. It was alleged that in 2009, the axos plate broke. It was reported that two months later, revision surgery was necessary.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.